Manufacturer narrative:
Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a 64-year-old patient underwent an idiopathic ventricular tachycardia (idvt-left) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter. The patient suffered heart block requiring surgical intervention. During the procedure, a heart block was discovered within a couple of seconds of coming on ablation. There were no visible signs on the patient. The heart block was confirmed on the ECG signals from the body surface leads that showed that the atrium and ventricle were not communicating. The medical intervention provided was a pacemaker that was being put inside the patient. The patient was reported to be in stable condition. The procedure was aborted. It was believed that the heart block occurred due to the location of ablation being tough to get to. The heart block occurred due to damage to the av node. Additional information was received. Physician caused heart block due to anatomical structures. Not catheter related. The outcome was that the patient received a bi- ventricular pacemaker and is stable. The patient did not require extended hospitalization because of the adverse event.